Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2017-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a battery compartment crack was observed. Moisture was observed within the battery compartment. Leak testing verified a battery compartment leak. Moisture was observed on the pump¿s internal components.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.